Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was 13 mg/dl. Customer stated that the contacts on the battery cap were neither missing nor damaged. The troubleshooting was performed for the damage. The display was not returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.